Manufacturer narrative:
(B)(4). The injection port with locking connector and 0.7cm of catheter were returned for evaluation. Upon visual inspection, it was observed that actuator ring was returned on unlocked position, hooks were retracted. No punctures were found on the septum. It was noted that the back of the injection port was punctured about 40 times (evidence that the injection port was flipped). A functional test was performed on the injection port with a successful result; hooks were deployed and retracted, and actuator ring was on locked position and unlocked position. Device was returned fully functional. To mitigate the strain relief "migration" from the locking connector, a design enhancement has been implemented (B)(4). A device history record (DHR) review was performed, and no discrepancies were recorded during the manufacturing process.

Event description:
It was reported that post implant a laparoscopic gastric band, the port could not accessed during a routine fill. The surgeon stated that a hard surface was felt with the huber needle. Further evaluation was performed and the that the port had flipped and the strain relief was moving around the tubing in the patient's abdomen. The port was replaced and secured it with sutures. There was no patient consequence.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.